Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-02968: follow up information identified the patient has recovered and is in stable condition.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-02968: the patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient underwent an scs trial lead procedure. During the procedure, cerebrospinal fluid leakage occurred when the doctor attempted to access the patient's epidural space. The patient was treated by the physician. The trial was continued.